Event description:
It was reported that during testing conducted at the manufacturer facility, it was found that the tip on one of the tines was broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The forceps were not returned to the healthcare facility, as they are not a repairable device.